Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture (side unknown) and bilateral capsular contracture (baker grade unknown)."

Event description:
Patient reported an unknown side rupture and left side capsular contracture baker grade unspecified. The status of device is unknown.